Event description:
Customer reported that a patient sample had been tested on the galileo for the dat assay and had resulted as negative, but manual tube testing had resulted as 1+ and micro positive.

Manufacturer narrative:
A service visit was made. Investigation revealed the washer module needed to be replaced. The complant was resolved by replacing washer. After the service, the sample was repeated on the galileo and resulted as positive. The instrument was operating as expected.